Manufacturer narrative:
(B)(4). Concomitant medical products: knee-persona-femorals-unk, catalog # unk, lot # unk; knee-persona-tibial trays-unk, catalog # unk, lot # unk. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2017 - 07776, 0001822565 - 2017 - 07777.

Event description:
It was reported patient underwent underwent left knee arthroplasty. The patient is now experiencing infection, pain, inflammation, unable to sleep, walks with a limp, warm to the touch, infection in the eye, itching and burning in the knee caps.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.